Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2008. The lens was explanted the following month, due to inadequate vaulting and the development of a cataract. The pt's current best-corrected visual acuity is 20/30.